Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a broken wire at the top of the transducer bead. The fse proceeded to replace the light scatter (ls) transducer to resolve the issue and verified the repair as per established procedures. The fse also rerouted the probe tubing and wiring harnesses for preventative measure. Failure mode of the event is attributed to a broken wire at the top of the transducer. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining "reagent cartridge chemistry (cc) cuvette not dry before 1st reagent inject for reagent probe a", and "cc reagent cuvette no fluid detected in cuvette 30" error messages from the unicel dxc 600 synchron system. The customer performed troubleshooting on the instrument and discovered one drop of fluid leaked from the reagent probe a. The customer then performed the weekly maintenance on the instrument and indicated that no further leaks were observed. The customer was wearing personal protective equipment consisting of gloves, eye wear and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.